Manufacturer narrative:
A visual evaluation was performed on the returned iab. The visual inspection of the returned product confirmed the presence of traces of fluid on the iab. The iab was sent for infra-red spectrophotometer testing, to confirm the presence of what was suspected to be silicone. The attached infra-red spectrophotometer results confirmed that the substance was silicone on the iab. A ¿known silicone¿ control sample, silicone coating solution, document number (B)(4) rev e, was used to compare the results to. The attached infra-red spectrophotometer results confirmed that the substance was silicone which is used during the manufacture of the device. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found on them can continue to be used and pose no risk to the patient. The event has been confirmed, there was no malfunction of the reported devices. (B)(4).

Event description:
It was reported that when the t-piece was removed from the intra-aortic balloon (iab) catheter, prior to insertion, a sticky substance was observed on the iab surface. The iab was not used. A new iab was inserted successfully. There was no harm or injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that when the t-piece was removed from the intra-aortic balloon (iab) catheter, prior to insertion, a sticky substance was observed on the iab surface. The iab was not used. A new iab was inserted successfully. There was no harm or injury to the patient.

Manufacturer narrative:
The device has not been returned so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that when the t-piece was removed from the intra-aortic balloon (iab) catheter, prior to insertion, a sticky substance was observed on the iab surface. The iab was not used. A new iab was inserted successfully. There was no harm or injury to the patient.